Manufacturer narrative:
Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 9323943. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all intima-ii units; bd will continue to track and trend for this issue. Investigation conclusion: DHR review: the complaint gauge is 20g,assembly at auto line 4 in jul. 2020,packaging at r240 packing machine in jul. 2020, lot quantity is (B)(4). Reviewed the in process test and outgoing test report for this lot product. All test results meet the product specifications, no abnormality found. Reviewed the production record and machine troubleshooting records for this lot product, no abnormality, deviation or rework activities found. Sku#383012 is a pvc product . The product specification states: the intended use for the bd intima ii device is the intravascular administration of fluids. Use of this product with power injectors will cause catheter leakage or product damage. Suzhou plant performed function test (leakage test) for retained sample of complaint lot, the result passed. Suggest to use high pressure resistant products all of which are straight type. No similar compliant was received from the complaint lot. Conclusion: no abnormality found on process, sku#383012 is a pvc product , the intended use is the intravascular administration of fluids, not suitable for high pressure injection.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: enhanced angiography in CT room at 8:00 p.m on 2021-9-8. During the operation, the venous indwelling process was smooth, the connection was complete, and the indwelling pin clamp was open. Angiography was performed with a high-pressure injection pump at a flow rate of 2.4 ml per second, followed by prn separation, resulting in contrast fluid outflow. The patient's back and hand skin were covered with thick contrast agent, and the indwelling needle and contrast agent were replaced for angiography again.